Manufacturer narrative:
Preliminary analysis indicated a normal battery depletion.

Event description:
During the follow-up dated 06 aug 2016, the interrogation of the subject pacemaker revealed that the device reached the rrt. At the previous follow-up performed half a year ago, battery impedance was 4k ohms and the time to eri was 20 months. The subject pacemaker was replaced the same day.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up dated (B)(6) 2016, the interrogation of the subject pacemaker revealed that the device reached the rrt. At the previous follow-up performed half a year ago, battery impedance was 4kohms and the time to eri was 20 months.the subject pacemaker was replaced the same day.